Event description:
It was reported to philips that the device does not recognize the battery as a pin on the battery pca was broken. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the battery pca had a broken pin and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced and the device was deemed fit for use. The device remains at the customer site. No further investigation or action is warranted.

Event description:
It was reported to philips that the device does not recognize the battery as a pin on the battery pca was broken. There was no patient involvement.